Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. It was also reported that the insulin pump was received power off error. The customer's blood glucose at the time of incident was over 500 mg/dl. Customer's blood glucose while hospitalized was unknown. The cause of hospitalization was high blood glucose. The customer was hospitalized due high blood glucose level on (B)(6). The customer stated that the drive support cap was normal. The customer was treated high blood glucose with insulin pump. The customer experienced the symptoms for high blood glucose was nausea, disorientation. The customer was not wearing the insulin pump during the hospitalization but customer's mother removed insulin pump prior to the ambulance taking customer to the hospital. It also stated document of outcome of hospitalization customer treated and was released. The insulin pump will not be returned for analysis.